Manufacturer narrative:
A search for non-conformances associated with the part/lot number combinations of the actual devices could not be performed, as the part and lot numbers were not provided. The devices were implanted in the patient and not returned to the manufacturer for analysis. Procedural or post-procedural images were not provided; therefore the reported event could not be confirmed. The instructions for use identifies stenosis of stented segment and stroke as potential complications associated with use of this device.

Event description:
As reported through the article titled, "safety and efficacy results of the flow redirection endoluminal device (fred) stent system in the treatment of intracranial aneurysms: us pivotal trial," after undergoing aneurysm treatment with a fred stent, stenosis of 50% at the 12-month follow-up was observed in six patients. Two of the six patients with stenosis were symptomatic, and three of the six had complete parent artery occlusions. The symptomatic patient with complete occlusion presented at day 345 with multiple territory thromboembolic strokes. The second patient with symptomatic stenosis had embolic strokes on the day of treatment but recovered to nihss and mrs scores of 0 by day 30, although kinking and severe stenosis of the device was noted at angiographic follow-up. The four remaining patients were asymptomatic, although two of these patients had complete parent artery occlusions thought to be due to carotid artery dissections."